Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the most likely cause was weight gain and the patient needed to have a different area stimulated. The patient noted they needed to follow-up with their doctor.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that sometimes when sitting on the toilet, they can feel it pulsing down the back of the legs and sometimes can't. Patient checked therapy status today and can feel the pulsing for a couple minutes and then it goes away. Patient's bladder has gotten worse in the last 4-6 months and have accidents at night and not making it to the bathroom. When they last spoke with their doctor about this, they were told the doctor doesn't know anything about programming the device they only implant it. Agent did not ask about the circumstances that led to the reported issue. Reviewed expectations regarding stimulation sensation and options to change amplitude or programs. Patient stated they would like to change the program but need assistance using the programmer. Reviewed programmer use and patient changed from program 1 to program 2 and is feeling stimulation sensation comfortably towards the rectum. The patient will monitor symptoms on this program and may consider changing to a new program if not resolved. Reviewed patient may need to follow up with managing physician if no programs are effective.